Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg pocket site in addition to charging difficulty due to ipg migration/flipping. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which, the scs ipg was explanted and replaced(physician elected) and the pocket site relocated. The issues resolved with the procedure.